Manufacturer narrative:
A veneer was placed for the patient on tooth #4 on (B)(6) 2014. The patient had experienced the debonding of the veneer approximately twenty (20) minutes after leaving the office. The patient returned that same day and the doctor cleaned out and recemented the veneer using a different product. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample from the same lot, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that two (2) patients had experienced the debonding of a restoration within one (1) day of placement with the silane primer product. This is the second of two (2) reports.